Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. : device was not returned to manufacturing facility.

Event description:
It was reported that a primary infusion of chemotherapy (doxorubicin 20mg/etoposide 100mg in 1000ml of ns) was hung at 2234 on (B)(6) 2021 and was expected to run until 2300 on (B)(6) 2021 at a rate of 46ml/hr with 970ml to be infused to account for flushing remainder of drug through tubing. The prime volume was "run out" using the pump before starting the infusion. However, in the morning of (B)(6) 2021, it was found that only around 150-200ml was left in the bag instead of around 500ml out of 1,000ml initial volume. It was mentioned that the medication was programmed as "investigational" versus the actual drug name (doxorubicin/etoposide) because there is no current guardrail for this drug combination, but the programming was correct. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf? Device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a primary infusion of chemotherapy (doxorubicin 20mg/etoposide 100mg in 1000ml of ns) was hung at 2234 on (B)(6) , 2021 and was expected to run until 2300 on (B)(6) , 2021 at a rate of 46ml/hr with 970ml to be infused to account for flushing remainder of drug through tubing. The prime volume was "run out" using the pump before starting the infusion. However, in the morning of (B)(6) , 2021, it was found that only around 150-200ml was left in the bag instead of around 500ml out of 1,000ml initial volume. It was mentioned that the medication was programmed as "investigational" versus the actual drug name (doxorubicin/etoposide) because there is no current guardrail for this drug combination, but the programming was correct. There was patient involvement but no harm.